Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a slow flow and thrombus event occurred post-atherectomy. The right distal sfa lesion was 95% stenotic, severely calcified, and was 20mm in length. Two run-off vessels were patent prior to therapy. The target lesion was treated with a 2.0 solid crown oad which was spun at low speed for one run (25sec) and at medium speed for two runs (30 sec each) for a total run time of 85sec. The residual stenosis was 80%. At this point, thrombus was noted in the right sfa with slow flow to the distal right sfa. It was also discovered that the viperwire had fractured. Wire fragments occluded the peripopliteal branches, but were successfully removed with a snare device. The thrombus was removed with an express-way thrombectomy catheter. The residual stenosis remained 80%. No pt balloons or stents were used in this procedure. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis: therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 46 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. Initial MDR (B)(4).